Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The cause of the low flows was not identified. Blood pressure(bp) control had improved the alarms, but they still continued to have them when bp was in appropriate range. The low flow alarms did eventually stop while at the hospital but restarted when the patient was discharged home. The patient was asymptomatic at the time of the low flows. It was reported that the clinical team felt the pump was not performing as expected and shocking the patient. An explant kit was requested so the pump could be evaluated. The patient was noted to have low flow alarms. The patient was explanted and received a heart transplant on (B)(6) 2025. The pump was explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction (eogo) was confirmed during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 5.25¿ from the pump header. The remainder of the pump cable was returned in three segments. The modular cable was also returned. The sealed outflow graft was returned secured to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured within the cuff lock. Examination of the sealed outflow graft confirmed a longitudinal crease along the proximal portion of the graft that was covered by the bend relief. The bend relief showed no indication of distortion. Removal of the bend relief found that the normal tissue accumulation on the exterior of the graft had filled in the crease, indicating that the crease had been present for an undetermined period of time during support. The specific cause of the crease could not be determined but the observation is consistent with eogo. The observed eogo could have contributed to the reported low flow alarms, which were confirmed in the system controller log files. A corrective action has been opened to further investigate extrinsic outflow graft obstructions. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Chapter 1 of the IFU, "introduction", explains all pump parameters, including pump flow. Chapter 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Chapter 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Chapter 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Chapter 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 lvas alarms for patients and their caregivers and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had several low flow alarms (B)(6) 2015. Log files were sent for review. There were no unusual events recorded in the log file event history. It appears that any low flow events before 22jan2025 were overwritten by pi events occurring between 22jan2025 and 24jan2025. The mechanical circulatory system (mcs) equipment is operating as intended. The patient had a recent computed tomography angiography (cta) scan which showed peripheral non-occlusive thrombus present within the lvad outflow tract that appeared similar in degree to prior exams. The cta also indicated extrinsic outflow graft obstruction (eogo). On (B)(6) 2025, the patients controller shocked them while in the clinic. This event was witnessed by the team. The patient stated that this happened a lot at home, as well as her green pump on light was not always working. The patient had low voltage alarms in the past that continued even after exchanging batteries and clips. The patient also had extensive damage on the driveline as well as modular cable. Log files were sent for analysis. The low voltage events in this set of log files were due to normal battery depletion. It was recommended to replace the controller & modular cable when safe. It was noted that the patient had numerous flow issues as well. The site wants to list the patient for transplant due to device malfunction as a vad exchange did not seem appropriate.